Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Legal documents state that a doctor checked the device and it had not "fired" in over a year. The patient died 3 days later.